Event description:
It was reported that three days post implant, sensing decreased and the lead impedance declinced to 600 ohm. Device was removed from service. No patient complications have been reported as a result of this event.